Event description:
It was reported that the implant did not seal. On (B)(6) 2021 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no complications that were reported to have occurred. The closure device had good position and a good seal. On (B)(6) 2021 the patient came in for a cardiac computed tomography (CT) scan. The imaging showed that there was a gap around the device that was not there post implant procedure. The patient was kept on their anticoagulation medication due to this event.